Manufacturer narrative:
12/19/97-supplemental report #1 sent to FDA.02/19/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to open and close. The surgeon used another instrument and performed a thoracotomy to remove the device. The hosp has reported the pt's condition as satisfactory.